Manufacturer narrative:
H10: per phone conversation with the biomedical engineer (bme), the bme confirmed that there was no patient harm, and once the blower was ordered and replaced, the issue was resolved. The bme also verified that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1134 "blower stalled" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 1134 "blower stalled" error occurred. The bme also informed the rse that the 1134 error code was confirmed in the significant log a number of times. The rse recommended that the bme should try to replace the blower first, and if the issue persisted, the rse also advised the bme to replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the bme with the part numbers of the blower and mc pcba for repair. The investigation is ongoing.